Event description:
A complaint of imprecise sequential readings was received on a customer's precision qid meter. The customer obtained readings of 16.0, 21, 1.9, 14.4, 6.7 and 23.2mmol/l within a ten minute timeframe.